Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot. Add'l info was requested 10/11/2007 by fax and mail. A completed questionnaire has not been returned.

Event description:
A consumer reports blurry vision following intraocular lens (iol) implant surgery. He has tried wearing bifocal glasses and has had no improvement. Add'l info has been requested.